Manufacturer narrative:
(B)(4). D4: additional device information - correction. H2: correction/additional information/device evaluation.

Event description:
It was reported that the previous sensor session was continuing. Product was provided for investigation. A visual inspection was performed and passed. Confirmation of the complaint was not confirmed via data nor product. The probable cause could not be determined via data or product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the previous sensor session was continuing. The sensor was inserted into the abdomen on (B)(6) 2024. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.